Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was 596 mg/dl, cause was not known. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen issue was verified. Based on the analysis, the alleged high bg issue could not be verified; however a different issue was identified (damaged usb pins).